Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. The noise was suspected to be due to electromagnetic interference (emi). Abbott technical support was contacted, the session records were reviewed, and p-wave amplitude variation was also observed on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.